Event description:
My saline breast implants from 1998 began to cause breast implant illness including severe fatigue, shortness of breath, tremors, rash, joint pain, dry eyes, nose and mouth, nausea, dizziness etc., which was very debilitating to my quality of life. I cannot be sure my high igm levels are due to the implants nor the .03 m spike found during lab tests. I also have osteoporosis at the age of (B)(6). Style 66 or 68. FDA safety report ID# (B)(4).